Event description:
The facility reports the staff walked with the resident into the bathroom. The water had already been run in the bath. The resident undressed self tested the water temperature with their hand and stepped into the tub. The staff assisted the resident in cleaning their teeth, then soaped the resident down with resident's own toiletries and then rinsed them off with the bath water. Staff then washed resident's hair. While rinsing off the shampoo, staff noticed it was becoming difficult to reduce the amount of suds using the left-hand shower. Another staff also came in and she too could not remove the suds using the left-hand shower attachment. A third staff was called and, seeing that the resident was becoming stressed, asked the other staff to get the resident out of the bath and to dry them. The resident was then taken back to their room. Staff then noticed a different smell to the resident's hair. The resident was then taken downstairs and their hair was rinsed in the shower and dried off. The resident was then taken into the lounge and given a cup of tea. The resident suffered chemical burns to their face and neck and swelling on their face and eyes.